Event description:
It was reported "during the night dressing change, exudation and bleeding were observed at the injection site of the iabc bifurcate for central lumen. After flushing, arterial blood extravasation was visible, and ap and ap wave became abnormal. After inspection, a 3 mm crack was found at the end of bifurcate luer. Immediately, the patient's vital signs were evaluated and the catheter was removed. If necessary, a new catheter would be reinserted". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was re-turned in a cardboard box and was in a sealed ziploc bag. The iabc was immediately noted damaged upon receipt of the sample; the damage is consistent with being cut. The iabc bladder and central lumen were noted cut at approximately 79cm from the iabc luer end. The remaining length including the iabc distal tip and cut section of the iabc bladder and central lumen was not returned with the sample. The super arrow-flex (saf) sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the iabc short driveline tubing; no damage or abnormalities were noted to the inflation driveline tubing. The supplied long arterial pressure tubing was connected to the iabc luer end; no damage or abnormalities were noted to the ap tubing. Upon further investigation, a total of 3 cracks were noted on the iabc bifurcate luer. The total length of the crack#1 noted on the bifurcate luer was 0.8cm. The total length of the crack noted #2 on the bifurcate luer was 0.8cm. The total length of the crack #3 noted on the bifurcate luer was 1.0cm. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0066in-0.0074in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. Despite the damaged central lumen, the iabc central lumen was injected with air while beneath water, and leak was immediately found at the luer end of the iabc bifurcate. The leak occurred through the previ-ously noted cracks noted on the luer end of the bifurcate. The catheter was unable to be aspirated and flushed successfully due to the cracks on the iabc luer end. The returned iabc was unable to be leak tested due to the returned state of the device. The bladder was closely inspected with no additional damage or abnormalities noted. The guidewire was front loaded through the iabc luer. The guidewire exited through the damaged end of the central lumen. Some blood was also exited with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "crack was found at the end of bifurcate luer" is confirmed. During functional testing, a total of 3 cracks were found at the injection site of the iabc bifurcate for the central lumen, which caused the reported complaint. The cracked bifurcate luer could allow a leak to occur at the injection site of the central lumen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the cracks on the bifurcate luer. The probable root cause of the complaint is undetermined. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "during the night dressing change, exudation and bleeding were observed at the injection site of the iabc bifurcate for central lumen. After flushing, arterial blood extravasation was visible, and ap & ap wave became abnormal. After inspection, a 3mm crack was found at the end of bifurcate luer. Immediately, the patient's vital signs were evaluated and the catheter was removed. If necessary, a new catheter would be reinserted". The iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).